Event description:
The end user reported that the power wheelchair will unexpectedly slow down then speed up and has ¿floated¿ into the kitchen cabinets. As a result, the end user has pinched her fingers. No medical intervention was sought.